Manufacturer narrative:
Internal complaint number: (B)(4). The lot # 25150952 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 25feb2021 and investigated on 21apr2021. The delivery device and seal- tension spring assembly were returned inside the loading device. The white plunger on the delivery device remained unpressed and the blue lock remained in the locked position. The delivery device was removed from the loading device. A visible crack was observed on the middle of the seal. The tension spring assembly remained in the delivery tube with the seal extended outside the tube. The seal was taken out from the delivery device for inspection. There were signs of crack/delamination on the outer coils of the seal. The tether remained uncut and attached to the seal and tension spring. The dimensions of the delivery tube were taken. The inner diameter was measured at 0.197 in., the outer diameter was measured at 0.220 in. The length of the delivery tube was measured at 2.50 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the received condition of the device the reported ¿activation problem¿ was not confirmed but confirmed for analyzed failure modes ¿fitting problem¿ and "crack; seal" were confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) did not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) did not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.